Manufacturer narrative:
(B)(4).

Event description:
Having swallowed water with a polident effervescent tablet [accidental device ingestion]. Case description: this case was reported by a consumer via sales rep and described the occurrence of accidental device ingestion in a adult patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details: adverse event information was received via sales rep via call center representative (phone) on 19oct2021. Consumer reported that "the sales team reported that a customer had reported someone aged approximately (B)(6) having swallowed water with a polident effervescent tablet. In this regard, there is no information on the consumer. Note: no further information was obtained."